Event description:
It was reported that the patient let her battery die and hadn¿t used it in a year. A communication problem was reported. She tried charging the implantable neurostimulator (ins) up but it wouldn¿t work. An ins overdischarge was suspected. It was reviewed with the patient that even when they aren¿t using the ins the battery could still run low so they would need to continue to charge to prevent overdischarge. The patient met with the manufacturer¿s representative (rep)on (B)(6) and a trickle charge was performed because the ins was in overdischarge. The patient stated ¿then they had me do the trickle charge twice today,¿ and it still showed the reposition antenna screen. While on the call the patient used the recharger and was getting the reposition antenna screen and poor communication screen on the patient programmer (pp). When the patient met with the rep. They said it might not be able to be revived and that they might need to replace the battery. A request was made to have the rep. Contact the patient regarding further troubleshooting. The rep. Noted they called the patient and left a message but the patient had not responded. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).